Event description:
As reported by safety, 3 years, 8 months, 24 days post implant of a 26mm sapien 3 valve, the patient was reported to have developed an aortic dissection. It was reported that the device was in contact with the sino-tubular junction which may have led to the aortic dissection. The patient was found unconscious at home and was emergently taken for surgery for aortic aneurism repair. The patient did not survive the surgery.

Manufacturer narrative:
Investigation is ongoing. Device not returned.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The medical records did not confirm the ew device caused or contributed to a serious injury. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, annular tear, or rupture are known potential adverse events associated with the overall thv procedure and may require intervention. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals guide to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing the flex catheter may help solve the problem. In this case, investigation results suggest/indicate there was not a product malfunction which caused or contributed to this event. The operative report revealed that the patient had a history of abdominal aneurysm which required repair, hypertension, coronary artery disease, hyperlipidemia, as well as a long history of cigarette smoking. During the surgery to repair the type a aortic dissection, the edwards s3 valve was stated as well seated and functioning normally. Additionally, the s3 valve was not explanted per medical record. Had the frame of the valve been involved in the dissection, the valve would have likely been explanted and replaced. Only the aneurysmal section of the aorta was replaced. The patient expired due to atherosclerotic disease of the aorta, leading to emergent dissection which was unsuccessfully repaired in surgery. The patient's heart function did not recover from the event and therefore expired. There was no mention of ew device malfunction. The event was captured on the basis of the allegation by the pi and was reported conservatively. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.